Event description:
Reportedly, the ventilation stopped intermittently while in use on a patient. When the unit was powered on, no ventilation was confirmed and the low pressure/low minute volume alarm occurred. The o2 and air supply hoses were connected and ventilation commenced and then stopped. After the o2 calibration was made, ventilation started, but was not maintained. O2 gas hose was connected and disconnected several tims, but ventilation was not continued. Due to this event, patient's spo2 was decreased and patient lost consciousness. However, patient was immediately manually ventilated and patient recovered consciousness. Patient was then switched to another ventilator. Please note that there was no serious permanent injury in this case.

Manufacturer narrative:
Evaluation summary: failure investigation found that a failed mosfet transistor in the circuit of the main board that controls the oxygen servo valve was defective. Visual examination of the transistor revealed no abnormalities. A new main board was installed ni the returned unit. The ventilator ran continuously for 3 days and no problem was observed. It was concluded that the transistor failure is an isolated event and is not related to any design issue.